Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's therapeutic use of anticoagulant and antiplatelet medications and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient had acute normocytic anemia secondary to a gastrointestinal (gi) bleed. The patient was found to have a hemoglobin of 6.8. During ventricular assist device (vad)/heart transplant meeting, it was discussed that the patient had been receiving anticoagulation injections for a subtherapeutic international normalized ratio (inr) and on occasion, the patient's inr was supratherapeutic, as high as 6.5 in early (B)(6) 2016. The patient was transfused a total of 5 units of packed red blood cells and gastrointestinal service was consulted. The patient underwent an endoscopy with enteroscopy push in which no gi bleeding was found. A capsule endoscopy study was performed on (B)(6)2016 which showed evidence of active bleeding in proximal small intestine. A single balloon enteroscopy on (B)(6) 2016 confirmed an active arterial bleeding lesion in the 2nd portion of the duodenum (suspect secondary to dieulafoy lesion) that was marked with a hemoclip. The patient then went to interventional radiology and had gelfoam embolization of the gastroduodenal artery branch. The patient was started on medication, given it was unclear if the source of bleed was due to arteriovenous malformation (avm) vs. Dieulafoy lesion. The event was resolved on (B)(6) 2017 and the patient was discharged home. At the time of discharge, hemoglobin was 10.3, hematocrit was 32.5 and inr was 2.0. The principal investigator indicated the event was not related to the vad procedure or system and was related to patient condition. The vad remains in use. The patient's inr goal was changed to 1.8 to 2.2 and no further anticoagulation injections are to be given for a subtherapeutic inr. No further patient complications have been reported as a result of this event.